Event description:
It was reported that during a threshold test while the patient was in the clinic, the programmer did a power-on-reset. The physician tried to interrogate with the same programmer and a different one, and always received the same error. It was also reported that the intrinsic patient rhythm was 40 bpm. There was no pacing from the device even after performing the magnet test. After pushing the emergency red button while starting the pacemaker, interrogation was successful. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.